Manufacturer narrative:
Investigaton summary: investigation into this event suggested the possibility of an analyzer issue, which may inhibit the signal produced, resulting in the negatively biased results observed. Ocd field service has not yet completed the investigation. Though the root cause of the event is most likely instrument related, the cause has not yet been confirmed.

Event description:
A customer observed negatively biased tsh qc results on the vitros eci analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.